Event description:
It was reported that prior to an unknown procedure, the tyvek seal seemed compromised on device packaging. It was stated that the tyvek was easier to peel open than usual. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.